Event description:
It was reported that customer's insulin pump alarmed. Customer's blood glucose was unknown. The device was not dropped or bumped before the alarm. The drive support cap appears normal. Customer was advised the alarm was due to the force sensor not detecting the reservoir during seating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).